Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-18781. It was reported granulomas were present at the insertion site. As such, cultures were taken and it was determined that an infection was present. Patient was prescribed oral antibiotics and had the system explanted to address the issue. Patient has completed antibiotics. Reportedly, there is no sign of infection.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.